Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the chop mode of a cataract extraction with intraocular lens implant procedure the system locked up. The touchscreen, remote control and keyboard did not respond. There was no system message displayed. The surgeon had to revert to manual extraction. The small incision was extended to a sclerocorneal incision in order to deliver the nucleus. The intraocular lens was implanted. The surgeon noted that the wound was irregular and not watertight and required three sutures for closure. The patient has developed astigmatism.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. However, the display was replaced as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on march 16, 2017. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).